Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the insulin delivery of the infusion device is inaccurate and this has resulted in erratic blood glucose. On (B)(6) 2014, the customer was in a car accident due to hypoglycemia. His blood glucose was 165 mg/dl that morning, and several hours later, he began to feel dizzy and couldn't think straight while driving. He hit 2 trees and was transported to the hospital. He felt like he was hypoglycemic and was given juice, which he was able to consume. His blood glucose was not tested at the hospital. On (B)(6) 2014, he woke with hypoglycemia. He was confused, couldn't see, and began to yell incoherently. His sister contacted the paramedics, and his blood glucose was 21 mg/dl on the paramedic's meter. He was admitted to the hospital and given treatment through an IV, and he was discharged the next day. His normal blood glucose is 110-130 mg/dl. Customer has also experienced hyperglycemia in the 200-300 mg/dl range at night. He has been able to self-treat hyperglycemia. The infusion device and adapter were requested for evaluation. The cartridge and infusion set have been discarded.